Event description:
A healthcare professional reported that during an intraocular lens implant procedure the leading haptic was straight and the plunger is veering off on an angle within the injector. The procedure was completed with alternative lens. No patient harm was reported. There are five medical device reports associated with this report. This is 2 of 5. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The device with the lens was returned loose inside the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger was at the trailing optic edge. The lens was advanced to mid-nozzle. The trailing haptic was folded on the optic. The leading haptic was extended. The plunger was correctly engaged to the trailing optic edge and was in proper position. There was no issue observed with the plunger. Product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. No problems were observed with the returned device. The plunger, lens and haptic positions were acceptable. The leading haptic was straight. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the IFU. There was no problem found with the plunger. The plunger is intended to move to the right side as the lens is advanced. This proper position for advancement was most likely interpreted as part of the complaint plunger is veering off on an angle. Inadequate viscoelastic was observed in the device which could be a contributing factor during the event. The IFU instructs fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the fill to line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device. A straight leading haptic may occur: due to the normal folding variations as indicated in the IFU diagrams. If the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. If there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. If the operating room temperature is too high (more than 23 degree c or 73degree f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. The IFU instructs: insert the tip of the cartridge through the incision. Position the tip at the anterior capsule opening. If the leading haptic is looped or straight in front of the optic, rotate the nozzle clockwise as needed to be bevel left to facilitate placement of the leading haptic into its normal orientation in the bag. Slowly advance the lens until the optic is exiting the nozzle. Rotate the cartridge counter-clockwise towards bevel right as needed to place the lens anterior side up. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.